Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
(B)(6) months later this device was explanted for normal battery depletion (nbd). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient experienced a syncopal episode of unknown etiology and was admitted to the hospital. Upon device interrogation, the field representative encountered difficulty due to a deep implant, however was finally successful. The device memory was searched for stored arhthmia episodes and one ventricular tachycardia episode was found, however was from two months prior. Some telemetry noise was observed but was thought to be related to the deep pacemaker implant. No additional adverse patient effects were reported.